Manufacturer narrative:
At this time, and based on the information provided, no product problem is identified. The 3 samples show discrepancies between assays. Additionally, it is seen that many of the CT values shown are in the lod range, which could indicate samples with lower level of viral material present and therefore can cause wavering results. To add, a potential mutation causing a drop out of the flu a target is possible. Sample or available sequence was requested from this case, however, there is no sample left from these patients. Without sample available to sequence or a provided sequence from the customer site to review, this determination cannot be made. A batch MDR is being submitted to represent all the samples on a given run (run batch 80). This will represent one event on a single device as per FDA guidance. The customer issue has been alleged on the cobas sars-cov-2 & influenza a/b qualitative assay for use on the cobas 5800/6800/8800 systems ce-ivd, catalog number 09446125190 and (B)(4) which is not yet available in the us. The similar assay currently available in the us under emergency use authorization is the cobas sars-cov-2 & influenza a/b qualitative assay for use on the cobas 6800/8800 systems ((B)(4), product code: qlt). The product catalog number for the test (384t) is 09233474190 and the UDI is (B)(4). Facility name truncated due to character limit: (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant influenza a results for 3 patient samples when using the cobas sars-cov-2 & influenza a/b qualitative nucleic acid test for use on the 5800/6800/8800 system. Each sample was initially tested on cobas 8800 using the cobas sars-cov-2 & influenza a/b qualitative nucleic acid test. The retests were performed: - on cobas liat using 1-cobas sars-cov-2 & influenza a/b nucleic acid test and 2-cobas influenza a/b & rsv. - on cobas 8800 using the cobas omni utility channel reagent kit (used by the customer for fluab detection) sample 1 cobas 8800: flua negative for both tests cobas liat: flua positive in both runs/tests sample 2 cobas 8800: positive for flu a with the sars-cov-2 & influenza a/b test, negative with the utility channel reagent kit cobas liat: flu a positive with the sars-cov-2 & influenza a/b test, flua negative with the influenza a/b & rsv test. Sample 3: cobas 8800: flua negative for both tests cobas liat: flua positive with the sars-cov-2 & influenza a/b test (no test performed with the influenza a/b & rsv test). No harm has been reported to date. Per FDA¿s eua guidance, 1 MDR will be filed.